Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Reported event: it was reported that during impaction, impaction platform and the back on the inline-offset impaction broke. The platform cracked in half while taking a piece of the back of the impactor. Impaction was still completed with the robot with no patient harm and outcomes were not effected. Device evaluation and results: product inspection could not be performed as the product was not available for evaluation. Device history review: review of the device history records indicate 35 devices were manufactured under lot 32952 and accepted into final stock on 05/14/2016. No non-conformance were identified during inspection. Complaint history review: a review of complaints related to p/n 209830, l/n 32952 show 03 additional complaint related to the failure in this investigation. The pr's is 1846063, 1868096, 1953961. Conclusion: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action / preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. H3 other text : product was not available for evaluation.

Event description:
During impaction, impaction platform and the back on the inline-offset impaction broke. The platform cracked in half while taking a piece of the back of the impactor. Impaction was still completed with the robot with no patient harm and outcomes were not effected. Case type: tha. Update: "no debris/components were left inside of the patient. No components of the device were missing or disassembled when the issue occurred."

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During impaction, impaction platform and the back on the inline-offset impaction broke. The platform cracked in half while taking a piece of the back of the impactor. Impaction was still completed with the robot with no patient harm and outcomes were not affected. Case type: tha. Update: "no debris/components were left inside of the patient. No components of the device were missing or disassembled when the issue occurred."